Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a right heart catheterization and upon interrogating the device, the patient had multiple no external power alarms. After the vad coordinator spoke with the patient's spouse, they suspected that this issue is more related to the patient's behavior rather than faulty equipment. However a log file review was requested regardless. The vad coordinator will work to reeducate the patient and his spouse regarding the patient's power management. The event logs captured low voltage with no external power events while using the mpu. According to technical services, it appeared that the mpu is losing power and causing these events. It was reported that no equipment was exchanged. The mpu is currently operational. The mpu serial number is unknown as it is not documented in thoratec connect. The mpu has a v-lock connector on the a/c power cord. It is unknown if the power cord came loose from the wall/outlet or the back of the unit. The patient reports using an extension cord despite instructions to never use an extension cord. There were no environmental circumstances that would have affected a/c power at the time of the event. The patient denies any power outages or other events that may have caused the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file. The mobile power unit (mpu) was not returned for analysis; however, the log files were submitted for review spanning approximately 6 days ((B)(6) 2020 per time stamp). No external power events were active throughout the log file while connected to the mpu due to a loss of ac power. The events occurred on (B)(6) 2020 between 02:32and 08:08 and (B)(6) 2020 between 00:40:48 ¿ 00:41:14. Pump operation was not affected. The alarms resolved when power was restored to the system, and the backup battery operated the pump during all no external power events as intended. There were no other notable alarms active in the log file. Additional provided information communicated on 08jul2020 indicated that no equipment was exchanged. The mpu is currently operational. The mpu serial number is unknown as it is not documented in thoratec connect. The mpu has a v-lock connector on the a/c power cord. It is unknown if the power cord came loose from the wall/outlet or the back of the unit. The patient reports using an extension cord despite instructions to never use an extension cord. There were no environmental circumstances that would have affected a/c power at the time of the event. The patient denies any power outages or other events that may have caused the event. As a result, the root cause for the instances of loss of power to the mpu was not conclusively determined through this analysis. The mobile power unit was not returned for evaluation and remained in use. To date, the mobile power unit associated with the event was unavailable for an analysis, and the complaint file will be closed with no further issues. No further information was provided. The manufacturer is closing the file on the event.